Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback. The user's guide includes warnings to periodically check for leaks and to discontinue treatment if a leak is observed. Evaluation of the returned cartridge confirmed a leak within the monitoring line of the arterial pressure pod due to over welding during the manufacturing process. Appropriate actions are being taken. Manufacturing records indicate that this lot was released having met all product acceptance and release criteria. Nxstage will continue to monitor as part of the routine complaint process. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. It was observed during a routine hemodialysis treatment that blood leaked by the diaphragm of the arterial pressure pod and remained within the monitoring line. Treatment was discontinued without performing rinseback, resulting in an estimated blood loss of 190cc. No medical intervention was required.